Event description:
It was reported that during a rectum procedure the device would cut, but partially stapled. Some staples fell into the pt and some could not be removed with a grasper. The surgeon performed a manual suture.